Event description:
It was reported a spectrum pump had constant upstream occlusion messages. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported constant upstream occlusion alarms were unable to be reproduced, but were confirmed through review of the event history log. The unit was unable to reproduce this condition due to constant reload set alarms, due to a failed upstream sensor. This failed component caused the false upstream occlusion alarms as well. The upstream sensor and pusher were replaced.